Event description:
It was reported that this event occurred in the oncology dept. The insertion site was the jugular vein. After the catheter was in place for a few days, the white "leg" was flushed and the bandage became wet. The bandage was initially changed without issue, but after some time, the same problem occurred. There was no replacement of the catheter. Only the dressing was changed. There was no reported delay in treatment. There were no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4).